Event description:
After a cesarean section the balloon was placed transabdominally. The doctor said he placed the balloon according to the ifus as follows: "from above via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes in contact with the internal cervical ostium. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing". After having closed the incision, the assistant was told to inflate the balloon through the stopcock. When the assistance found there was no stopcock they realized that it must have come off while passing the device through the uterus and cervix. They then found that the stopcock was inside the uterus and could not remove it through the cervix. So they had to reopen the uterotomy that had already been closed, in order to be able to remove the stopcock from the uterine cave again. After closing the incision again, the device could be used successfully, so no adverse effects on the pt occurred this time.

Manufacturer narrative:
We will be unable to conduct a complete investigation since the product will not be returned. We have investigated the customers comments. Discussions were held with the women's health division manager regarding the occurrence described by the customer. The results of the meeting determined that add'l info will be added to the instructions for use. The following statements are being added to our instructions for use. "Note, if desired, the stopcock may be removed to facilitate passage through the cervix and vaginal canal. Care should be taken to maintain the integrity of the stopcock "and" important: ensure the stopcock is in its proper place on the catheter prior to closing the hysterotomy." These changes will instruct the customer that this type of occurrence is feasible. Adding the statements to the IFU should decrease the type of incident the customer has described from recurring.